Event description:
The following info concerning the event and the condition of the patient was copied from a carefusion failure report that was filled out by a carefusion (B)(4) representative in response to a conversation with a user facility representative. "Failure description/incident report: what has happened? Severe skin injury of the pt. Date of occurrence: (B)(6). Time of occurrence: after 2 weeks of treatment. Occurred during testing or while on pt? While on pt. Malfunction causing pt harm? Yes, severe bruise of the nose and nasal breakdown. Name of harmed person: na. Gender of harmed person: f. Age of harmed person: (B)(6). Error codes(-s): ncpap had to be stopped. Detailed failure description and machine settings: the use of the infant flow lp caused a severe bruise of the nose, between nares and lip."

Manufacturer narrative:
The foreign user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented on a carefusion failure report by a carefusion (B)(4) representative in response to a conversation with a user facility representative. (B)(4). Carefusion did not request the return of the used pt circuit, generator and nasal prongs for evaluation. The carefusion infant flow lp series ncpap system (generator, mask, prongs, bonnet & headgear) are the next generation of pt interface devices from carefusion. As such the user facility's lack of experienced with these device may have been the underlying cause of the reported event. Carefusion has initiated a formal investigation as a part of our corrective and preventive action system to further investigate this issue.